Manufacturer narrative:
(B)(4) inspected 1 opened and used enlite sensor and performed bicarbonate buffer test. The sensor failed for low readings.

Event description:
The customer reported via phone call that they received a weak signal alarm. The customer reported that a partial of the sensor came out after being bumped. The customer also reported that the cannula was bent after removing the sensor. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the sensor was bumped. The sensor will be returned for analysis.